Event description:
Per complaint (B)(4), after a dental implant analog was removed, a hex tool was used to drive a dental implant into the patient's created socket. The hex tool got stuck to the implant, which caused the implant to loosen. Two forceps were used to separate the implant from the hex tool outside of the patient's mouth. A different implant was placed in the patient's mouth within the same day. No adverse patient consequences were reported.